Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level reached 401 mg/dl due to the issue. The customer addressed the blood glucose level with a correction injection via multiple daily injections and reset the pump with assistance from technical support, after which the malfunction code did not recur. The customer was advised to call back if the issue occurred again and was allowed to continue using the pump.